Manufacturer narrative:
D10 concomitant products: egiaushort, egiaushort endogia ultra univ sht stap (lot#:p3k1152); 030458, 030458 endo gia r/or 60 3.5mm (lot#:t2k071x); 030459, 030459 endo gia r/or 60 4.8mm (lot#:t2l066x); 030459, 030459 endo gia r/or 60 4.8mm (lot#:t2l066x); egiaushort, egiaushort endogia ultra univ sht stap (lot#:p3k1152) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic video-assisted thoracic surgery (vats) lobectomy, during pulmonary parenchyma, the stapler fired, but the handle made a cracking sound and the blue 60mm load stopped after firing 2 centimeters at the beginning of the staple line. The anvil was also bent curved. The surgeon changed the reload to another blue load, compressed the tissue and fired again, but the same issue occurred. The surgeon switched to a green 60mm load, but it also stopped firing after two centimeters and had a bent anvil. The handle was changed and a new green 60mm reload was used with it, but the issue occurred once more. The surgeon finally made a conversion to open procedure and finished the procedure with thoracic-abdominal staplers. The surgical time was extended for more than 30 minutes.

Manufacturer narrative:
Additional information: d9 (latest return date), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the loading unit was attached to an egiaushort. The loading unit was partially fired and had damage to the cutting edge of the knife blade. The clamping mechanism was deformed, the anvil was bowed, the cover tube was out of position and the device had a buckled knife bar assembly. It was reported that there was partial firing and the anvil was bent curved. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The issue of damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The issue of the bowed anvil/deformed clamping mechanism may occur if: application over tissue that is beyond the recommended thickness range; application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The issue of partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Select a loading unit with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper staple cartridge. In order to fire the instrument, push the green button. Squeeze the handle sequentially until the oval clamp cover reaches the distal end of the cartridge slot, and the handle locks. Sequential squeezes of the handle are required to fully fire the loading unit. The total number of squeezes is relative to the length of the loading unit (30, 45 or 60). Failure to completely fire the loading unit will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.